Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report that the patient experienced no vibration from the receiver and an adverse event on (B)(6) 2016. Date of issue is an approximation. Patient was admitted to the hospital on (B)(6) 2016 due to a car accident caused by a low event. Patient suffered a broken neck. Patient's husband stated that he was not sure if the receiver vibrated at the time of the event as the receiver was in the patient's purse. At the time of contact, patient was in poor condition. No additional event or patient information was reported.